Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 3830 implantable pacing lead, implanted (B)(6) 2009; 4194 implantable pacing lead, implanted (B)(6) 2009; 4076 implantable pacing lead, implanted (B)(6) 2006; 6949 implantable tachy lead, implanted (B)(6) 2006. (B)(4).

Event description:
It was reported that t-wave oversensing (twos) occurred in the bipolar (sense polarity) mode at 0.3 millivolt sensitivity. It was also reported that changing to a lower sensitivity appears to resolve the twos issue. The lead remains in use. No patient complications have been reported as a result of this event.